Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via e-mail that (2) ar-2324bct-2 biocomposite swivelock suture anchors broke about a third of the way down. This occurred during a quad tendon repair on (B)(6) 2022. All residual anchor and eyelet were removed from the patient. The spade tip drill was reintroduced and drill again followed by a circle motion with drill to widen the aperture. The dark green tap was used again tapping all the way and letting rest in bone for 20 seconds. A new ar-2324bct-2 was opened to complete the case with no patient harm reported.